Manufacturer narrative:
The investigation was completed and no product was returned. Anemia: the cause of the injury was not determined due to insufficient clinical details. Arrhythmia, tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Positioning issue: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant was placed onto impella 5.5 support due to cardiomyopathy. After insertion, an echocardiogram showed the impella pointed towards the mitral valve, likely not able to advance further unless position was able to be changed more apical as the inlet would likely interact with the mitral valve. The next day, the patient received one unit of blood for low hemoglobin and hematocrit. The following night and into the next morning, the patient experienced ectopy. The impella was still oriented toward the mitral valve. The impella 5.5 was repositioned twice, but the patient continued to present supraventricular tachycardia. The physicians decided not to reposition or medicate supraventricular tachycardia. The patient was bridged to a transplant and survived.